Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was surgically repositioned due to high pacing threshold measurements. This measurements were noted at a routine follow. The physician stated that this lead was pulled back (dislodged). No additional adverse patient effects were reported.